Event description:
Plastic sheath of stylet apparently broke or sheared off during intubation, seen on subsequent chest x-ray. Did not impair ventilation and infant was initially given exogenous surfactant and mechanical ventilation with good response. Plastic was beyond tip of endotracheal tube in the trachea & mainstem bronchus. It was retrieved under fluoroscopy using a basket snare passed through endotracheal tube.